Event description:
It was reported by the rep that the (1) 35nst was used on a diagnostic laparoscopy procedure. It was reported that the surgeon was placing her secondary trocar 35nst. Upon entry, the obturator tip collided with a 511nt cannula causing the tip of the trocar to fall into the cavity. The abdomen was deflated and the tip was left in the abdomen. A re-operation is questionable.